Event description:
A pt was scheduled for a CT of the chest with contrast as an outpatient. It was late at night. The technologist inadvertently loaded the stellant d injector with an empty bottle of contrast that had already been used. The sequence of events was explained as follows: the technologist placed the empty bottle onto the syringe using a spike, and let it sit there without holding it or watching it load, while the injector auto-loaded. Ninetycc of air was reportedly injected into the patient, who then suffered a pulmonary embolism. The pt coded and recovered. The patient currently has no deficits, was alert, and was reportedly doing very well. The technologist admitted that she later found the full bottle still sitting on the counter, realizing that she loaded a syringe with an empty bottle.

Manufacturer narrative:
The injector was checked by medrad service and no problems were found. Additional applications training was provided to the CT staff with a specific focus on the safety features of the injector and disposables; in particular, those safety features that facilitate the detection and removal of air in the injector system. The site requested another copy of the operator's manual, which was sent to them. They also requested another copy of the inservice dvd, competency check- offs, and another copy of the literature regarding the pressure monitor graph function, which will be sent to the customer. This incident was confirmed to be due to technologist error.